Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter thoracic aortic aneurysm. It was reported that the scan from a recent follow-up showed a distal type I endoleak. The endoleak was due to the dilated aorta at the distal landing zone due to disease progression per the physician. The physician implanted two valiant stent grafts a 46x46x150 and a 46x46x100 landing just above the celiac. Aptus endoanchors were used as well. The final angiogram and ivus revealed the endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).